Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a bio-stable 4f sl 55cm mst-70 kit. Approximately 39 days post procedure, the PICC dressing was removed, the line was flushed, and saline spurted out at around the 4cm level. Securacath was in place as well with line at 4cm external length. Per the patient, on one occasion of blood sampling, it is believed that the nurse may have used a needle next to the PICC, puncturing the device. The PICC was removed and replaced. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a 4f bioflo PICC. As received the 4f bioflo PICC appeared used and a pin hole/slice was noted at the 4cm mark. The customer's reported complaint description is confirmed for a hole in the catheter around the 4cm marking. As described in the complaint description: per the patient, on one occasion of blood sampling, it is believed that the nurse may have used a needle next to the PICC, puncturing the device. The hole in the catheter is consistent with damage from a needle puncture. This is not a manufacturing defect as also supported by fact that device was in use and leak free for more than 30 days prior to catheter hole/leak. The rest of the catheter was found to be normal in appearance. The root cause of hole in catheter tubing is handling damage during device use. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: as noted during the review of the directions for use (dfu) that is supplied in the reported kit, the following precautions/warnings are stated: warnings: do not use if package is opened or damaged. Do not fully insert catheter up to suture wing. Do not use sharp objects to open package as damage to the device may occur. If catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).